Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter:, during a lap chole, the surgeon noticed that the underside of the sheath was burnt and discolored. Switched to a different device to continue the procedure. No patient injury.